Event description:
Account experiencing discrepant results. The following example was provided: initial calcium result gave 1.8 mg/dl; repeat gave 9.0 mg/dl. Erroneous result was not reported. The field service representative determined the cause to be due to a partially occluded sample probe rinse well and cleaned sample probe rinse well fluidic tubing and throat assembly. Performance tests were performed.